Manufacturer narrative:
The oad and guide wire were returned to csi. The oad driveshaft had been cut 7.5cm from the nose cone with the separated section attached and fractured at the distal end. The crown section was not returned. The proximal guidewire spring tip was engaged in the stretched driveshaft section. Scanning electron microscopy (sem) analysis of the fractured driveshaft filars indicated that, during procedural troubleshooting, the driveshaft may have been pulled to failure at the crown weld section . The guide wire spring tip was observed to be fractured. Sem analysis of the fracture face revealed evidence of necking and tensile failure. This can occur when the guide wire is pulled in tension until failure during removal attempts. Diagnostic analysis identified stall events. The cause of the stall events was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a tortuous lesion in the proximal left circumflex artery (lcx). A treatment was performed on low speed from distal to proximal. Following additional treatments, the oad stopped spinning. Troubleshooting was attempted with glideassist and repositioning the crown, however, the oad became stuck in the vessel. The driveshaft was cut and removed. The viperwire advance guide wire and oad crown were observed to have fractured. A stent was placed to entrap the fractured guide wire and detached crown in vivo. Balloon angioplasty and stent placement was performed to complete the procedure. The patient was stable.